Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
It was reported that since about 1-2 years ago the patient¿s stimulation was causing a problem under the patient¿s right shoulder blade, specifically a knot the size of a fist. It was stated that a manufacturer¿s representative was notified 6-7 months ago and they decreased stimulation at that time. It was reported that since then the patient has gone to a chiropractor 2-3 times per week and the knot ¿got better/wasn¿t so bad.¿ it was stated that at one point the patient¿s implantable neurostimulator (ins) battery went dead and the patient was without stimulation for a few days. The patient noticed after he charged and turned stimulation on the knot returned and caused back spasm. The caller said it was very apparent and took only a few minutes to start. It was noted that the patient¿s healthcare professional (hcp) wanted the patient to see a manufacturer¿s representative but the individual who had worked with the patient previously no longer worked there. The caller mentioned he has turned stimulation off due to the knot. It was later reported that the patient had an ¿issue¿ with the stimulator. It was thought that ¿nothing at all was working¿ in the patient¿s stimulator and that it was off. It was not known if a manufacturer representative had checked the device or was involved. The patient came in the week prior to (B)(6) 2014 for some ¿other issue¿ that was not related to the manufacturer¿s devices. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.